Manufacturer narrative:
(B)(4). Failure mode was replicated by simulating surgeon's technique and de-coupling of the adapter from the cannula was achieved and could be repeated. Root cause was identified by placing a clamp on the adapter sleeve to prevent incidental motion. Addition of the clamp prevented de-coupling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip decompression procedure the slap hammer adapter kept disengaging. The adapter was having issues remaining connected to the cannula while the slap hammer was being used.